Event description:
An issue has been identified with inconsistent pressure readings involving two different lot numbers of medrad single patient kit tubing (lot# 112401 and lot# 112302). The pressure just drops out (where we will have no reading for a few seconds and then comes back or sometimes a new kit has to be opened). Initially it was felt to be isolated events, however, we have identified eight incidents out of 389 kits used. Medrad's response to these reported issues was that the pressures on the injectors be slightly modified (lowered) while medrad investigated this issue. Medrad verbally reported the problem to be a pressure isolation valve. This valve closes during an injection to allow contrast to flow through the catheter. Once the injection is stopped, the valve opens again to allow the patient's pressure to be seen. This valve is getting "stuck" in the closed position resulting in a visual loss of the waveform for a few seconds. Several of these sets were retained by the hospital.